Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
The patient reported having "feelings of sore spots" and a "lump under the armpit." The patient also mentioned having "silicone all over my body" from their previous implant. Physician stated there was no evidence for silicone outside the breast pocket when surgery occurred. Device has been explanted, and rupture was confirmed during explant surgery. This is the right side record.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual and microscopic analysis of the returned device identified: fold creases, wear abrasion, an extended sharp opening in the same location of crease on posterior side and stress marks. A weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is a sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade unknown.